Event description:
It was reported that the patient experienced fluctuating blood glucose levels over 24 hours, beginning with a prolonged hyperglycemic episode up to 307 mg/dl followed by hypoglycemia to 54 mg/dl, after which repeated overcorrections contributed to a cycle of highs and lows; device reports were synced and reviewed, and the user received troubleshooting and education on avoiding overcorrection. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and patient-reported stabilization efforts with carbohydrate intake for lows and continued device use. Investigation included review of device data and user coaching on correction behavior. Investigation of this case revealed no device malfunction and suggested user overcorrection after an extended high as the contributor to fluctuations, with the device adapting insulin delivery following lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user overcorrection behavior rather than a device performance issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.